Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2023 and suture was used. Before use on the patient, it was reported that the problem of pulling off suture needle had happened before using on patient during surgery. Changed another one to continue the surgery, the same problem happened again. Changed another one to complete the surgery. Visual analysis of the returned sample revealed that it was received one needle and suture with a winding former that pertained to product code vcp603h. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that it was received one needle and suture with a winding former that pertained to product code vcp603h. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. Based on the information currently available, the pull-out was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.